Manufacturer narrative:
The autopulse platform was returned to zoll on for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during shift check the autopulse platform (s/n: (B)(4)) displayed user advisory (ua)18 (max take-up revolution exceeded) upon powering on. Customer reported that the error message was not able to be cleared. No patient involvement was reported .

Manufacturer narrative:
The customer's reported complaint of autopulse displayed ua18 (max take-up revolution exceeded) error message upon power up was not confirmed during functional testing as the issue was not able to duplicate and archive data could not be retrieved. Visual inspection was performed and damage was noted on the top cover, encoder cover, front enclosure of the platform and the lcd did not have the backlight. The battery lock was also found to be damaged and there was no backlight to the lcd.this defects may be related to normal wear and tear as this platform has exceeded its 5 year usage life with manufacture date of 09/24/2008. Review of archive data was not able to be performed. Additionally, unrelated to the reported complaint, during power up of the platform, ua12 (lifeband not present) and ua02 (compression tracking error) error message displayed. The load cell 1 was replaced and the belt switch assembly was adjusted to remedy the issue. The pdb (power distribution board) was also updated and deburring was performed to remedy the sticky clutch. Once completed, the autopulse passed the functional testing with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).